Event description:
It was reported that after dilating the left main ostium, the physician had difficulty pulling the cutting balloon back into the guide catheter and had to pull with some force. After the cutting balloon was pulled out of the body, the physician noticed that a small part of one of the blades was missing. The patient is reported as doing fine.